Event description:
It was reported that a patient apparently had a 6 fr "long" sheath inserted for ptca at the time the intra aortic balloon (iab) insertion was performed. During the iab insertion, the iab and the 6 fr sheath became "piled up". The md saw blood in the helium tubing and tried to remove the iab. He met strong resistance and forcibly removed it. "Half" of the balloon was "lost" during this situation. Further details requested. There were no associated patient complications.